Event description:
The funnel detached from the catheter.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and product released met specification. There was no sample returned for investigation and no photo was sent as reference. There was no sample returned for investigation and no photo was sent as reference. From the complaint description it seems that the catheter was broken. Based on simulation test conducted, the broken catheter is likely been subjected to excessive force which caused product dysfunctional. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and product released met specifications. There was no sample returned for investigation and no photo was sent as reference. From the complaint description it seems that the catheter was broken. Based on simulation test conducted, the broken catheter is likely been subjected to excessive force which caused product dysfunctional. Therefore, this complaint could not be confirmed.

Event description:
The funnel detached from the catheter.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The funnel detached from the catheter.